Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-07, information was received from a consumer via a company representative regarding an (B)(6), female patient who was receiving sufentanil (dose and concentration unknown) via an implantable pump for non-malignant pain and other non-malignant pain. The patient¿s medical history was reported as ¿she is in assisted living and had dementia.¿ the patient¿s concomitant medications were unknown. On (B)(6) 2016, the logs read that ¿a pump stop period exceeded tube set¿ occurred. A motor stall occurred on ¿(B)(6) 2016¿ that never recovered. The order and dates of the events were conflicting as a stopped pump period may exceed tube set occurs after the pump has been stalled for 48 hours. Per the patient and family, the patient did not recently undergo a magnetic resonance imaging (MRI). The physician ordered the pump to be stopped and for the patient¿s pain to be managed without the pump because she was not fit for surgery. Surgical intervention did not occur and was not planned. Patient symptoms were not reported. It was unknown what led to the event. As of (B)(6) 2016 the event was not resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.